Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data recorded in the black box history for the date of the complaint. The black box history did reveal loss of prime warnings following a rewind and empty cartridge alarm after the date of the complaint. There was no loss of prime during investigation. Unrelated to the complaint, the force sensor calibration was out of specification and was contaminated with a green substance when removed from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted a no delivery alarm. This complaint is being reported because the reported issue was not resolved at the time of the call and the pump was not available for troubleshooting. There was no indication that the product caused or contributed to an adverse event.